Manufacturer narrative:
The investigation into the event is currently ongoing. A follow-up MDR wil be submitted when more information becomes available.

Event description:
During a procedure on (B)(6) 2026 two balloon implants were inserted into the right proximal tibia. When the lightbox was used to cure the impants both implants failed to cure. The user reported that the lightbox did not diplay error codes.